Event description:
It was reported that the patient went to the ER due to a vibratory alert for nonsustained lead noise. Programming changes were made. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.